Manufacturer narrative:
Film evaluation summary: the exact cause of the aaa rupture could not be determined from the films provided. Pre-implant CT¿s revealed that the patient had a 72mm max diameter aaa. The infrarenal neck was moderately angulated (~50deg a-p), and contained irregular thrombus with no appreciable calcification. The neck was conical-shaped; the flow lumen diameter just below the lowest right renal artery measured ~25mm and 10mm lower was 29mm in diameter. Angiograms during implant showed that the bifurcate was implanted just below the lowest right renal artery. No endoleak or any stent graft issues were seen. Earlier post-implant films were not returned for review. CT¿s returned from 4- ½ years post-implant revealed that the bifurcate had migrated distally and was positioned ~10mm below the lowest right renal artery, and the neck diameter just below the right renal artery now measured ~33mm. The bifurcate proximal od measured ~36mm and there was no apparent stent graft radial apposition at the proximal seal due to lack of a proximal neck. The maximum diameter of the ruptured aaa was >11cm; however, no clear proximal type I endoleak was seen. A localized area of contrast was seen within the sac which appeared to be coming from the posterior side of the ipsilateral limb just below the level of the gate ring. Near this likely type iiib endoleak the ipsi limb was unsupported, not in contact with the either the contra limb or the aneurysm sac, and the limb was essentially straight above and below the endoleak site. Although an area of calcification was seen at the same level of the endoleak along the left-lateral aaa wall, no calcification was seen at the endoleak site. Within the bifurcate aortic body significant thrombus up to 7mm thickness was observed within the bifurcate; however, no thrombus was seen within either limb, and no stent graft kinks or area of compression was observed. Angiograms during relining of the ipsi limb were also returned. Prior to the intervention, contrast injection from above the bifurcate showed a slight amount of contrast coming from the left/ipsi limb, just below the level of the contra gate ring, near the same location previously seen in the same day CT¿s. Once again, no clear stent graft issues were seen from near the endoleak source that could explain the cause; no stent ring overlap, abrupt stent diameter change, or any stent angulation was observed. Another manufacturer¿s stent graft limb was then seen implanted into the left/ipsilateral limb, from just above the level of the flow divider to near the distal end of the previously implanted ipsi limb, and the endoleak appeared to have resolved. It is likely that the endoleak seen from the ipsi limb was a type iii fabric endoleak due to a fabric tear, which may have contributed to the aaa rupture. The cause of the fabric tear could not be determined. Other than an area of calcification seen at the same level of the endoleak along the left-lateral aaa wall, which potentially could have been in contact with the stent graft prior to the aaa rupture event, analysis of the returned films did not reveal any stent graft characteristics that could explain the observed endoleak. Although no endoleak was seen proximally, it is also possible that the aaa may have been pressurized via the marginal proximal seal which appeared to have likely been caused by disease progression (neck dilatation) along with implanting within the thrombus filled neck. The cause of the thrombus observed post-implant within the bifurcate aortic body could not be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size. It was reported that the patient presented emergently, approximately 4.5 years post index procedure, with a ruptured aneurysm. Follow up CT examinations had previously shown increase in aneurysmal sac size with no visible endoleak. It was stated by the physician that a cta was performed showing contrast coming through an apparent "hole" in the ipsilateral limb of the main body. Another manufacturers stent graft was used to reline the ipsilateral limb of the main body of the endurant stent graft and this resolved the endoleak. The physician noted that the patient is recovering well. As per the physician, the cause of the event was due to the "hole" in the endurant stent graft increasing the size of the aneurysmal sac and leading to the rupture. No additional clinical sequelae were reported and the patient will be monitored by their physician.